Event description:
It was reported by the customer that a pyxis anesthesia system had a issue in login. The customer reported that the user was able to remove the medication and there was delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station needs reboot and reconnect to server . A technical service engineer station was rebooted and reconnected to the server. The system functioned as intended.